Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3-4. The first clip delivery system cds) was advanced to the mitral valve and the clip was implanted. A second cds was advanced and the clip was deployed. After deployment, the second clip was noted to have a single leaflet device attachment (slda). The posterior leaflet was lost and appeared to be injured. The clip remained stable due to the first clip. Two clips implanted with mr of 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. The reported tissue damage appears to have been a result of the slda. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.